Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was found to be intermittently responsive. The ok, down, and up buttons were found to respond appropriately. The keypad cover was removed, and contamination was found under all key contacts. The bolus button was torn/punctured but responded appropriately. The original complaint of keypad button response issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.